Event description:
It was reported that the corner tip of a screwdriver broke during a procedure. The tip break occurred during final hand screw tightening. All debris was removed from the patient. A different device was used to complete the procedure. There were no unanticipated surgical complications and no contributing conditions related to this event. No images of the broken driver were provided. Surgeon is reported to be speed focused. The broken driver was requested; however, it was disposed of by the facility. The event caused no delay to the procedure. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis: however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.